Event description:
It was reported by the health care professional (hcp) that this right ventricular (rv) lead exhibited noisy signals and patient felt chest pains. Technical services (ts) discussed that this lead is a left bundle branch (lbb) lead and discussed that the lead exhibited high impedance. Further information indicated that this lead had perforated the patient lung. Subsequently, the lbb lead was explanted and replaced with a new lead which was positioned in the right ventricle. No additional adverse patient effects were reported.

Event description:
It was reported by the health care professional (hcp) that this right ventricular (rv) lead exhibited noisy signals and patient felt chest pains. Technical services (ts) discussed that this lead is a left bundle branch (lbb) lead and discussed that the lead exhibited high impedance. Further information indicated that this lead had perforated the patient lung. Subsequently, the lbb lead was explanted and replaced with a new lead which was positioned in the right ventricle. No additional adverse patient effects were reported. Additional information indicated that this explanted lead had also dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Based on normal lead resistance measurements and passing electrical testing, the allegation of impedance issue and noisy signals were not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made perforation and dislodgement more likely than what is described as a known inherent risk.

Event description:
It was reported by the health care professional (hcp) that this right ventricular (rv) lead exhibited noisy signals and patient felt chest pains. Technical services (ts) discussed that this lead is a left bundle branch (lbb) lead and discussed that the lead exhibited high impedance. Further information indicated that this lead had perforated the patient lung. Subsequently, the lbb lead was explanted and replaced with a new lead which was positioned in the right ventricle. No additional adverse patient effects were reported. Additional information indicated that this explanted lead had also dislodged.